Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the file was corrupt and could not be analyzed.

Event description:
It was reported that during a routine device replacement procedure, when the chronic right ventricular (rv) lead was connected to the new device, the rv defibrillation (hvb) impedance was high and the superior vena cava (svc) impedance was unmeasurable and showed none. The rv lead was possibly fractured so it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-53 lead implanted (B)(6) 2003. (B)(4).